Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg passed the autotester, but failed the saline test due to severe breaches in the antenna and header. It is unk when the cuts and punctures were initially produced. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system consisting of an ipg and lead on (B)(6) 2006. It was reported that the pt experiences overstimulation whether or not the system is on. The physician explanted and replaced the ipg on (B)(6) 2008. The explanted ipg was returned to ans for evaluation.